Manufacturer narrative:
The product is not available for evaluation, as it was implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.

Event description:
During stent delivery, the balloon burst requiring post-dilatation of the stent. The report received indicated that during a coronary procedure, after successful pre-dilatation, the cypher was being delivered to the target lesion, then during inflation, the balloon ruptured at 14 atmospheres. The physician confirmed the rupture because blood was flowing back in the balloon during deflation. A coronary angiogram confirmed that the stent was under-dilated; therefore the stent was post-dilated. Sufficient stent apposition was confirmed and the procedure was finished successfully. Further information indicated the target vessel was the distal right coronary artery; the de novo lesion was described as heavily calcified and moderately tortuous, presenting 99% stenosis.